Event description:
The manufacturer received information alleging a trilogy evo failed service. There was no harm or injury reported. The device was not in patient use. The evaluation had not yet been completed. The device was returned to a third-party service center for evaluation. During the evaluation service required alarms were observed indicating the oxygen blending module valve failed and the o2 flow was stuck. The device's oxygen blending module assembly was replaced to address the issues. Additionally, service required alarms indicating voltage failures were observed. The device's system board was replaced to address the issues. These alarms alone would not affect therapy. The device's outlet side panel was replaced due to physical damage. The air inlet foam filter and particulate filter were replaced per preventive maintenance protocol.